Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer reports blood leak occurred during treatment. No additional info available.